Event description:
Wife reported via phone call that the insulin pump alarmed motor error during prime. Alarm history also showed an error alarm. Customer's blood glucose reading at the time of the call was 212 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test and failed the basic occlusion test due to protruded loose drive support disk. No motor error alarm and passed the motor test. No e70 alarm noted in the alarm history screen. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.